Manufacturer narrative:
The returned device was evaluated in its manufacturing facility. The reporter's observation was confirmed, as there was a large crack running down the inlet port. Upon microscopic examination, there was evidence of stress or crazing of the plastic. The luer port was measured with a gauge and was found to conform to (B)(4) for dimensional tolerance. A review of the DHR for the lot involved revealed no deviations from approved procedures or from established release requirements. It is most likely that the force required to cause the damage to the port occurred after the device had left the manufacturing facility. Typically, this appearance of a damaged port is consistent with excess force having been applied when making the attachment between the administration set luer connector and the filter luer connector. The instructions for use for the nlf2e filter contain the following statements "over tightening of luer connection should be avoided. The inlet will accept standard male luer connections". Summary: the user's report was confirmed. Proximate cause: excess force on port. Root cause: likely use error. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that cracks were seen on the blue luer-lock caps attached directly to the device. These cracks led to leakage; therefore, the patients (neonates) were not fed with the total amount of liquid intended. If the patient does not get enough liquid, there is a danger of hyperglycemia.